Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the white wire on the bridge rectifier of the power supply inside a fresenius 2008t hemodialysis (hd) machine was burned. The burn damage was discovered during annual preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 11,803 hours and the power supply was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned wire. The biomed replaced the power supply, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power supply is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that the white wire on the bridge rectifier of the power supply inside a fresenius 2008t hemodialysis (hd) machine was burned. The burn damage was discovered during annual preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 11,803 hours and the power supply was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned wire. The biomed replaced the power supply, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power supply is available to be returned to the manufacturer for physical evaluation.